Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported results 11.2 mmol/l and 4.8 mmol/l between 2 compact plus meters within 10 minutes. Same strip drum used in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.